Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the label printer required a settings reset and quick response (qr) code on printed labels was not scannable. A technical support specialist (tss) remotely dialed into the station and reviewed the device and zebra printer configuration. Printer preferences and printing defaults were verified and found to be correct. The station was rebooted, and a test print completed successfully, however, the user later confirmed that the quick response (qr) code was still not functioning properly. A field service engineer (fse) subsequently visited the site, reseated all printer cables, uninstalled and reinstalled the printer, reconfigured the settings, and performed testing to confirm proper label printer functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the label printer required a settings reset. The qr code on the printed labels was not scannable, and the font appeared faint. However, there were no delays or adverse events or injuries reported based on this event.